Event description:
Four extension sets connected to four pts were discovered to have disconnected between the luer connector and IV tubing. The nurses reported presence of pools of blood and the extension sets were removed and replaced. No serious pt injures resulted due to the extension set disconnections.